Manufacturer narrative:
Dme sent unit back for evaluation but did not provide required information; took several weeks to get needed information to evaluate the device-this report is submitted before we could evaluate device due to the 30 days requirement to report. Will provide a follow up report once evaluation is complete.

Event description:
Dme stated a patient of thiers suffered a mark to the skin on the hip/thigh.

Event description:
Patient reported that the therapy wrap they were using left a mark on thier thigh/hip area.

Manufacturer narrative:
Device was evaluated by simulating same use as patient (set at 43f 45 min on/30 min off) and device operated as intended; measurements of circulated water never got below 45.8 degrees f at the therapy wrap inlet port (coldest point that comes in contact with patient). Device was operated under simulated conditions for 4 hours the first day and 4 hours the second day, allowing device to cycle between the therapy time prescribed of 45 minutes on and 30 minutes off. The device was then sent to test department where a full test was performed; device passed all testing and met specifications.